Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 05 occurred and alarm 06 occurred. There was no reported adverse impact to customer's blood glucose level. The reportedly, the customer was able to load a new cartridge successfully. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 125 mg/dl.